Event description:
The customer reported that the insulin pump alarmed motor error, and the device was not delivering the insulin. The blood glucose reading was 65mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with protruded drive support disk. Motor error alarm during the basic occlusion test due to protruded/loose drive support disk. Unable to verify alarm due to motor error alarm. Motor passed motor test.